Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. No on-site visit by a field service engineer was identified in relation to the reported issue. The review of logfile for the day of treatment shows all system functions were within specifications. The logfile shows that the beam control check was performed about three minutes and five seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was aborted due to the user released the system pedal and pressed the vacuum pedal instead of the system pedal, which caused the interruption of the treatment during bed cut. The treatment was only fifty four percent complete. The reported issue is not caused by the system or the used patient interface. The info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The reason why the user switched off the vacuum is not visible in the logfile. For canal and bed cut no relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The user restarted the treatment on the same day and finished the treatment without any problems. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. No part is expected to be returned to manufacturing site for evaluation. The provided treatment report shows a thin planned flap of hundred microns, possible liquid under the patient interface cone, decentered docking and the onset of flap abnormality on the bed cut. Due to the flap abnormality, the surgeon decided to abort the procedure, resulting in an incomplete flap. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that the incomplete flap due to beginning of vertical gas break through in the left eye of a patient, during lasik surgery. The surgeon decided to retreat by increasing the flap thickness and completed the surgery.